Event description:
It was reported that during a routine ear examination, it was observed that the electrode lead had extruded into the ear canal. A detailed evaluation revealed a lot of earwax in the ear canal. A cholesteatoma is suspected. No reduced or abnormal hearing sensation was reported. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.